Event description:
Boston scientific received information that during a follow up visit, this pacemaker with non-boston scientific atrial and right ventricular leads displayed noise resulting in pacing inhibition. This did not result in pacing pauses. The patient with this device has an intrinsic rhythm. No adverse patient symptoms were reported. Attempts to reproduce the noise was successful with isometric movements. Sensing was reprogrammed and a follow up is intended in approximately three months. During the three month follow up visit, stored electrograms revealed further oversensing episodes that resulted in pacing inhibition and asystole greater than two seconds. Both non-boston scientific leads are programmed to unipolar pacing mode. This device was programmed to fixed sensing at 3.5 mv. At this time, the patient with this system has no intrinsic rhythm and was asymptomatic. A follow up visit will be performed in approximately six months.

Manufacturer narrative:
According to available information, this device was reprogrammed and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.